Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During removal of a balance middleweight universal (bmw) guide wire, it became jailed behind the previously implanted stent and about 15 cm of the bmw separated. The patient is scheduled to have the separated part of the guide wire be retrieved via snare on (B)(6) 2020. There was no reported adverse patient sequela. No additional information was provided.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During removal of a balance middleweight universal (bmw) guide wire, it became jailed behind the previously implanted stent and about 15 cm of the bmw separated. The patient is scheduled to have the separated part of the guide wire be retrieved via snare on (B)(6) 2020. There was no reported adverse patient sequela. Subsequent to filing the initial report, additional information was received from the account stating that the lesion location for the procedure was the proximal circumflex artery. It was noted that the tip of the bmw guide wire unraveled. Also, on 5/15/20 a gooseneck snare was used within the brachial and subclavian arteries. The guide wire was snared but broke (twice) at the point of snaring. It was impossible to snare with a gooseneck snare in the aortic root. At the time, the physician could not find any other snare and post dilated the stent. Six days later (after the original procedure) a petal snare was used and some of the guide wire was retrieved, leaving about 2 cm to still capture. Two days later, surgery was performed to remove the rest of the remaining guide wire but it could not be confirmed that all of the guide wire was removed. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported entrapment of the device, material separations and tip break appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10/h3: device status changed from returning to not returned.